Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom was confirmed and reproduced, caused by a failed motor (flex). The motor assembly was replaced.